Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited loss of capture (loc) as well as high out-of-range (oor) pacing impedances of greater than 2000 ohms. Boston scientific technical services (ts) was consulted and suggested there might be a lead issue or fracture and a chest x-ray would best confirm. The device was reprogrammed to alleviate these issues, and a revision will likely be performed at a later date. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was found to be fractured 39 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
Additional information received indicates this lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the lv lead was confirmed to exhibit a high out-of-range impedance measurement (>2000 ohms) when connected to the pacing system analyzer at the revision procedure. The field representative did not note any lead damage via x-ray or any device header issue. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested. This report will be updated should further information be received.

Event description:
Additional information indicates that a revision procedure was performed, at which the device was explanted electively and the left ventricular (lv) lead was surgically abandoned. No additional adverse patient effects were reported.